Event description:
It was reported that during an incisional hernia, the customer was using the footpedal to activate the device and a long erroneous tone was heard. They retorqued the device twice, and the noise was repeated at this point it was noticed the blade tip was broken. The tip was found on the floor. They replaced the disposable, and again using the footpedal the tone was repeated. The tone repeated every time the footpedal was activated. They changed to a third device, and they were able to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.